Manufacturer narrative:
The event date is approximate.

Event description:
A consumer reported that their sonicare power toothbrush metal shaft broke in their mouth. No injury or property damage was reported.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.